Manufacturer narrative:
Additional devices for this complaints: (B)(4). (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient complained that his/her controller was switching power sources prematurely. All devices associated with the event were removed from service. There were no reported patient consequences associated with the event.

Manufacturer narrative:
(B)(6) - controller ac adapter. Device available for eval: yes, 30/03/2017. Device eval by MFR: yes. Device mfg date: n/a. Label for single use: no. Conclusion code:no failure detected, device operated within specification. (B)(4) - battery. Device available for eval: yes, 30/03/2017. Device eval by MFR: yes. Device mfg date: 22/dec/2015. Label for single use: no. (B)(4) - battery. Device available for eval: yes, 30/03/2017. Device eval by MFR: yes. Device mfg date: 26/dec-2015. Label for single use: no. (B)(4) - battery. Device available for eval: yes, 30/03/2017. Eval by MFR: yes. Device mfg date: 03-feb-2016. Label for single use: no. (B)(4) - battery. Device available for eval: yes, 30/03/2017. Device eval by MFR: yes. Device mfg date: 10-feb-2016. Label for single use: no. (B)(4) - battery. Device available for eval: yes, 30/03/2017. Device eval by MFR: yes. Device mfg date: 06-june-2016. Label for single use: no. (B)(4) battery. Device available for eval: yes, 30/03/2017. Device eval by MFR: yes. Device mfg date: 24-feb-2015. Label for single use: no. (B)(4) - battery. Device available for eval: yes, 30/03/2017. Device eval by MFR: yes. Device mfg date: 31-jan-2015. Label for single use: no. It was reported that the patient was experiencing power switching events. One controller, one controller ac adapter and seven batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that all devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connections to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed that the controller in use during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval.  Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching events that were due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation to evaluate power switching. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). Battery / (B)(4). If information is provided in the future, a supplemental report will be issued.